Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that air came out of the infusion line and air did not come out when substituting with air during surgery. The parameters of pressure was set at 30mmhg (millimeter of mercury). The eye became hypotonic. The problem was solved after replacing the product with another one and the procedure was completed with no harm to the pt.